Event description:
It was reported that the just after implant the ventricular threshold increased to 1.5 v at 0.5 ms. The next day pericardial bleeding was discovered at the right ventricle. The lead exhibited loss of capture. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.